Event description:
It was reported that the patient underwent a lead replacement procedure due to lead migration. The explanted devices will not be returned, as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, (B)(6).